Event description:
It was reported that the patient presented with the alerts triggered due to what the clinicians believe to be electromagnetic interference exposure. It was noted that the patient works near large machinery equipment. It was also reported that the rv lead impedance was greater than 3000 ohms. Provocative testing was done in clinic showing no oversensing with multiple impedance measurements during manipulative testing and provocative maneuvers (including standing posture, deep-breath, arms extended with hopping or coughing, isometrics and pocket manipulations), with increased sensitivity and detections disabled. It was further reported that the rv lad was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).